Event description:
Customer reported having more frequent high blood glucose and did not know why. Customer did not provide a blood glucose reading. Customer stated that he was very lean and not comfortable wearing the sensor in the abdomen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.